Manufacturer narrative:
The catalog and lot numbers were not available from the user facility. The lot number is unknown; therefore, a review of the device history records could not be conducted. The stent remains implanted. The investigation is currently underway.

Event description:
It was reported that a vascular stent previously implanted in the superficial femoral artery was found to be fractured and required intervention to reline the stent with a competitor's stent. The patient is reported to be doing fine.